Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented at the physician office because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and it was noticed that there were cracks in the pump connecting tube. The pump was removed and replaced. After the procedure the patient is in good condition.

Manufacturer narrative:
Upon receipt at of these inflatable penile prosthesis (ipp) pump at our quality assurance laboratory, the returned component underwent a thorough analysis. Visual examination did not identify any leaks in the component. Functional testing of the pump found that the component did not activate within specifications. Based on the information available and analysis results, the pump not activating within specification could have caused or contributed to the reported clinical observation of the device not working properly.

Event description:
It was reported that the patient presented at the physician office because the inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a revision surgery was performed and it was noticed that there were cracks in the pump connecting tube. The pump was removed and replaced. After the procedure the patient is in good condition.